Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Cutter was found with one side snapped off when inspecting set.

Event description:
Cutter was found with one side snapped off when inspecting set.

Manufacturer narrative:
Visual investigation showed that a fragment was broken and the fractured surface showed the appearance of forced ruptures caused by stress crack corrosion or an overload. Furthermore, the blade had dents most likely resulting from cutting inappropriate products. Based on investigation, the breakage occurred from stress crack corrosion. Stress crack corrosion occurred as a result of the too high bending forces, in combination with a longer contact with blood and body fluids, due to insufficient or not proper cleaning. The long contact with blood and body fluids also caused local corrosion. No indications were found for any systematic, material or manufacturing related issue.